Manufacturer narrative:
A boston scientific technical services consultant provided the patient with information concerning avoidance of electromagnetic interference. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device stood near a freezer. The patient then became dizzy and fainted, suffering a broken nose. It was also reported the related left ventricular (lv) lead was dislodged after the fall. No further adverse patient effects were reported.